Event description:
Information was received indicating that at the end of therapy with smiths medical cadd prizm vip pump, it was noted that the pump seemed to infuse slower than the indicated volume remaining in cassette. The reporter indicated that 11% volume remained after infusion was supposed to be complete. No adverse effects were reported.